Event description:
During use of the device for a non-clinical activity, the user reported that the battery was not holding a charge and used a back-up unit. Since the event occurred during a non-clinical activity, there was no patient involvement. Investigation in progress but not yet completed.